Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was not confirmed. The unit was inspected and tested successfully. However, there were scratches on the top cover, the tank holder was missing, and it was a non-olympus lamp being used. Furthermore, there was a bad scope socket and an old version of the main switch. The review of the device history record did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The root cause could not be determined. However, based on the condition of the device, and the information provided, probable causes may include: the design of the power switch was changed to improve the resistance to damage to the power switch. Countermeasure products have been shipped since december 11, 2013. As this device was manufactured prior to the design change this is the likely cause of the failed power switch. Based on the device age, it is possible the pins and locks of the video connector receiver have worn out due to repeated use for a long period of time. The instructions for use states: ¿never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire.¿ olympus will continue to monitor the field performance of this device. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
As reported, the evis exera iii xenon light source's lamp would shut off during a procedure, causing the back up lamp to come on. According to the initial reporter, arc burns were noted on the lamp to the heatsink. It appears this unit had the same issue back in nov '19 and has only had 100 hours of use since then. There was no patient harm or consequence reported as a result of this event.